Manufacturer narrative:
The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and the excessive no delivery tests.

Event description:
It was reported that the customer had passed away and it was diabetes-related. The customer's husband stated that the event had occurred at the customer's house. Nothing further was reported.